Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, lens found to be faulty.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the issue noticed during the surgery. The procedure was completed without delay. There was no patient harm.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has overrode the optic edge. The trailing haptic was misfolded, looped around the plunger tip on top of the optic. The leading haptic was straight. The plunger override was most likely interpreted as the reported complaint. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. A plunger override was observed. The plunger override was most likely interpreted as the reported complaint of ¿faulty¿. The trailing haptic was misfolded, looped across the plunger tip on top of the optic surface. The misfolded haptic has resulted in the plunger override. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. A qualified viscoelastic was indicated. Plunger override may occur: ¿ due to rapid advancement faster than the instructions for use (IFU) recommend rate. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ophthalmic viscoelastic devices (ovds), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).